Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the data/database found the customer comment of communication between the mobile programmer patient connector and the ipg was lost was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implantable pulse generator (ipg) implant procedure communication between the mobile programmer patient connector and the ipg was lost. The issue occurred when the lead and ipg were connected, pocketed and sutured. The surgical drape was placed over the pocket and the patient connector was then placed over the pocket with a view to resuming communication however the ipg was unresponsive and communication could not be recovered. The session was then ended and a new session started with re-interrogation attempted to no avail. The issue was resolved by powercycling the hosting tablet and re-starting the mobile programmer application. No patient complications have been reported as a result of this event.